Event description:
The stone was successfully trapped in the extractor, however became stuck in the anatomy during withdrawal of the extractor. The extractor was cut above the handle and the scope backloaded. The scope was then run up alongside the extractor back into the kidney where the stone was disintegrated using a laser. During this process part of the wire that makes up the basket end of the extractor remained behind, discovered when the remainder of the basket was withdrawn. The consultant believes it was possible that the basket was inadvertently struck with the laser causing it to break. There was an attempt with another extractor to go in and retrieve the piece that remained, although this was unsuccessful. As stated above there was an attempt to retrieve the remaining wire with another extractor, however this was unsuccessful, so the patient has been re-booked for 3 weeks time where I will be in attendance. There is another ureterenoscopy booked for (B)(6) 2010 for a second attempt to retrieve the wire.

Manufacturer narrative:
A proper evaluation cannot to performed on the device due to the product not being returned. The nurse attending the case indicated the kidney stone was captured inside the basket, however during removal of the stone from the kidney the stone and basket were unable to be withdrawn. At this time, the laser was then used to "cut" the basket to release the stone noting the stone was released from the basket and remained in the kidney. Upon using the laser to cut the basket, a portion of the basket wires remained in the tissue of the kidney. An additional procedure is scheduled for (B)(6) , upon completion of this procedure any additional information received will be forwarded.